Event description:
This per is the same as the pt of (B)(4). On (B)(6) 2012, the pt underwent the surgery with the mantis and oic-peek. On (B)(6) 2012, the surgeon confirmed CT image and he found that oic-peek was back out (one of two pieces). On (B)(6) 2012, the pt underwent the revision surgery. Size of oic-peek was changed. The surgeon requested the investigation of the removed implant.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.